Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent rows 4 to 7, the stent struts were stretched distally and lifted from their crimped stent positions. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jun-2018. It was reported that advancing and crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was felt and the device was unable to advance. A guide catheter extension was used and the device was advanced but still failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed distal stent damage.